Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 173077: 16 items manufactured and released on 09/07/2017. Expiration date: 08/24/2022. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed on (B)(6) 2019: gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k123721) lot 182015: 140 items manufactured and released on 05/08/2018. Expiration date: 04/23/2023. No anomalies found related to the problem. To date, 128 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.09.ta210 tibial augmentation size 2/10mm (k123721) lot 157176: 18 items manufactured and released on 02/01/2016. Expiration date: 01/21/2021. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0214fr tibial insert fixed sphere flex size 2/14 mm r (k123721) lot 170317: 30 items manufactured and released on 05/09/2017. Expiration date: 04/22/2022. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k123721) lot 162681: 60 items manufactured and released on 06/092016. Expiration date: 05/22/2021. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k123721) lot 176302: 120 items manufactured and released on 01/05/2018. Expiration date: 12/13/2022. No anomalies found related to the problem. To date, 115 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. The patient subsequently had a revision surgery on (B)(6) 2019. The patient came in complaining of instability and the surgeon performed a poly-swap. MDR 3005180920-2019-00047 was done. On (B)(6) 2019, the patient came in complaining of instability (1 year and 4 months after primary surgery) and medacta international was informed the same day. The surgeon on the (B)(6) 2019 revised the patient and performed a hinged knee arthroplasty. All hardware revised. The surgery was completed successfully.